Event description:
Plaintiff alleges that while undergoing surgery to remedy conditions for pelvic pain a jackson pratt wound drain was inserted into the patient. After two days the drain was no longer required so the health care professional proceeded to remove the drain. As the drain was being removed the drain broke and a portion of it fell into the body cavity. The plaintiff was taken back to surgery for removal of the drain.